Event description:
Related manufacturer reference number: 2017865-2021-30193; related manufacturer reference number: 2017865-2021-30194. It was reported that the patient experienced pocket infection. Programming changes were made on the device. The pacemaker, right ventricle lead, and atrial lead were all explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.